Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.additional information has been requested. (B)(4).

Event description:
A surgeon reported that a knife was noted to exhibit a jagged edge on the blade the moment it was opened and examined under the microscope. The knife was discarded without use or patient contact. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received by manufacturing lose in a blister package for the report of a jagged knife. The sample was visually inspected and was found to be nonconforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. Further visual inspection was conducted by the quality engineer and no jagged edges were seen on the knife. A photo of the packaged product is attached to the parent complaint and has been reviewed by the investigation site. The photo only shows the tyvek side of the package and does not show any part of the actual product. The lot number on the tyvek matches the reported lot number for this complaint. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The report of a jagged knife cannot be confirmed from this evaluation. However, the damage to the returned sample as was seen during evaluation is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edges exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).